Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Suture vertical length in thread of closed sample received is 37.8 cm (50.01% length). This value is in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Monofilament sutures present memory effect but it is a typical characteristic of this kind of threads. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Problem with thread memory.